Event description:
It was reported while using one bd vacutainer® urine complete cup kit, 1 patient reported the towelette was discolored and is concerned that it was contaminated. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received two photos investigation. Evaluation of the two photos indicates discolored product. The device history records and retention samples could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode discolored product. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using one bd vacutainer® urine complete cup kit, 1 patient reported the towelette was discolored and is concerned that it was contaminated. There was no other health impact or consequences reported.